Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The baclofen in the pump was compounded baclofen.

Event description:
The patient contacted the clinic on (B)(6) 2015 and reported they were unable to activate their ptm. The patient stated they had an MRI and CT scan on (B)(6) 2015. The patient was asked to attempt to activate a bolus again and the patient provided the staff with an error code - 8476, indicating a motor stall. The patient was scheduled for an urgent office visit and pump interrogation revealed multiple motor stalls beginning (B)(6) 2015. The patient did not report increased pain or withdrawal symptoms. The pump was aspirated to compare interrogated and aspirated volumes - interrogated: 17.8, aspirated 20. The pump was reprogrammed and the patient was able to activate ptm. On (B)(6) 2015 medications were also administered, percocet as needed for rescue and clonidine if needed for withdrawal. The severity was noted as mild. The pump was replaced. The pump was used to deliver fentanyl, bupivacaine and baclofen. On (B)(6) 2015 it was further reported that the cause of the stalls was not indicated. The outcome was resolved without sequela

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿gear train anomaly ¿ corrosion and wear¿ and ¿gear train anomaly ¿ stall due to shaft/bearing¿. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.